Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided for cook for evaluation. The report could not be confirmed. Photographic images of the device were provided by the user. From the photographic images supplied we can confirm that the proximal end of the balloon is detached from the catheter which could be attributed to a failure of the balloon material. A product-specific discrepancy that could have caused or contributed to this observation was not observed from the photographic analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting based on just the photos provided. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our analysis. This limits our ability to conclusively determine a cause. According to the report they were not sure if lubrication and negative pressure were applied to the balloon prior to advancement through the endoscope. The instructions for use states: "to facilitate passage through the endoscope, apply negative pressure to the catheter. Applying a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material rupture can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution: "maintain balloon deflation with negative pressure until the dilator is completely visualized endoscopically". The instructions for use contain the following information: "the balloon can be inflated to three distinct diameters, as indicated on the package and catheter tag. Do not exceed the maximum indicated inflation pressure". Over inflation can cause damage to the balloon dilator, such as a rupture or split. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. Prior to distribution, all hercules 3 stage esophageal balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), a cook hercules 3 stage esophageal balloon was used. The balloon was inflated and failed. The broken balloon then had to be removed by removing the endoscope with it because the balloon was stuck at the end of the endoscope. Another balloon was used to finish the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.